Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was intermittently working. They had to keep on "wiggling" the connection for it to work. They were able to complete the procedure with the same unit. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).